Manufacturer narrative:
H.6. Investigation: DHR was reviewed and no qn or other events were ound related to the complaint. Two used units were received for evaluation. Both samples showed sleeve stopper broken causing leakage. The root cause of the damage could not be determined after trying to reproduce the defect with no clear cause of the cut.

Event description:
It was reported the rubber stopper blew out of catheter and blood sprayed everywhere. The following information was provided by the initial reporter: we recently had a customer complain about product #383323. They said that the rubber stopper would blow out of the catheter, causing blood to spray out everywhere. The particular lot # is 8025673. The affected product is 383323 lot 8025673. The end user stated the stopper blew out and sprayed blood. This was the 2nd incident they have had with this lot. They have 4 cases of the same lot.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported the rubber stopper blew out of catheter and blood sprayed everywhere. The following information was provided by the initial reporter: we recently had a customer complain about product #383323. They said that the rubber stopper would blow out of the catheter, causing blood to spray out everywhere. The particular lot # is 8025673. The affected product is 383323 lot 8025673. The end user stated the stopper blew out and sprayed blood. This was the 2nd incident they have had with this lot. They have 4 cases of the same lot.